Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth, which allowed the caller to successfully reload the cartridge and resume insulin use.